Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned one ez-io driver which was visually examined and subjected to mechanical tests including a motor inspection and a battery test. The driver was found to be deformed most likely due to heat from the motor running without stopping. The red indicator light was not activated, indicating that the driver had no power. The potential root cause is operational context, as proper storage is required when storing the device to prevent inadvertent activation. If the driver is continuously run, the batteries will eventually be fully depleted. The provided instructions state "remove the trigger guard when using the vascular access pack to prevent accidental activation of the ez-io power driver". A review of manufacturing records did not yield any relevant findings. No further action will be taken.

Event description:
It was reported that emt attempted to use the io driver in the field. When the driver was removed from the bag they found there was no power. As a result, another driver was used off their engine unit at the scene and the io was successful. There was no delay in treatment and no pt death or complications reported.